Event description:
The event could have been the result of an operator error in programming the device. The pump was programmed to deliver 500mg of zithromax in 250ml at a rate of 1000mg/hr instead of the intended rate of 250mg/hr. After an unspecified length of time, the pump alarmed that the container was empty. The homecare patient reportedly vomited and called an emergency room physician. The customer contact reported that no medical interventions were required. There was no reported adverse patient sequelae.